Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max rv pace impedance rises from an approximate baseline of 775 ohm the week ending (B)(6) 2013 to 1376 ohm the week ending 9b)(6) 2013. Max svc defibrillation impedance spikes from an approximate baseline of 60 ohm to greater than 1200 ohm the week ending (B)(6) 2013, and then recovers.

Event description:
It was reported that there was a slow gradual rise in right ventricular (rv) pacing impedance. It was noted the superior vena cava (svc) impedance jumped to high impedance. It was also reported that there was a possible fracture on the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2005. (B)(4).